Manufacturer narrative:
The reference c15251 has been allocated to this case by rayner. The healthcare facility reports at the time that the iol was folded it "broke up in the rail" resulting in the iol getting damaged. No further information has been made available to rayner, despite multiple requests. The device inspection concludes "the damage to the superflex aspheric 920h iol is consistent with damage caused as a result of the lens becoming trapped in the flaps during loading. The damage observed to the injector is consistent with the user continuing injection at the point the superflex aspheric 920h iol became stuck in the injection system. The device also showed evidence of the user exerting excessive force on the plunger - presumably in an attempt to free the lens. The cause of event in this case is user error". Our review of production records for the superflex aspheric 920h iol batch 075e72592 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (july 2010) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the superflex aspheric 920h iol batch 075e72592.

Event description:
On 2nd december 2015, rayner intraocular lenses limited received notification from its distributor in (B)(4) of an event that occurred during use of a superflex aspheric 920h during surgery on (B)(6) 2015. The event description provided to rayner states "in the moment of iol insertion in the cartridge, when the iol was folded, broke up in the rail, damaging the iol".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports at the time that the iol was folded it "broke up in the rail" resulting in the iol getting damaged. The healthcare facility has been asked to clarify if lens breakage occurred during loading, when the flaps of the injector were open or if the damage occurred after the flaps were closed and injection started. The healthcare facility has also been asked to provide information regarding handling of the product prior to iol breakage occurring (e.g. Method of loading, instruments used to handle the iol, viscoelastic used) to help facilitate further investigation of the report. The superflex aspheric 920h iol was retained by the healthcare facility and has been returned to rayner for inspection. The results of the product inspection will be provided in a follow-up report. Our review of production records for the superflex aspheric 920h iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (july 2010) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the superflex aspheric 920h iol batch (B)(4).

Event description:
Rayner intraocular lenses limited recieved notification of an event that occurred during use of a superflex aspheric 920h iol at a (B)(6) healthcare facility on (B)(6) 2015. The event description provided by the healthcare facility states "in the moment of iol insertion in the cartridge, the iol when was folded, broke up in the rail, damaging the iol".